Event description:
It was reported that the patient experienced a shocking or jolting sensation at the neurostimulator location that traveled down to the leg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Continued from concomitant medical products: lead model 3093-28 lot# v100937 implanted: (B)(6) 2008 explanted: na; extension model 3095-10 serial# (B)(4) implanted: (B)(6) 2008 explanted: na; programmer model 3031a serial# (B)(4).